Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported keypad not work, the first two buttons are not responding, which was reproduced. The cause was determined to be defective keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported when the door was opened up when the device was powered off, the device did not power on, which was reproduced. The cause was determined to be failed upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad was not working (first two buttons do not respond). Also, when the door was opened up when the device was powered off, it should turn the pump on but it did not. There was no patient involvement. No additional information is available.